Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor broken part still attached to sensor cannula tubing. Analysis was unable to confirm if the customer received sensor with damage due to customer returned opened/used.

Event description:
The sensor was returned for analysis.